Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02361. The same pt is represented in each medwatch.